Event description:
The pt was revised because the yoke was worn and the pin assembly was broken.

Manufacturer narrative:
Examination was not possible, as the products were not returned. Product info required to review the device history records and search the complaint database were not provided. The investigation could not verify or draw any conclusions about the reported event. Based on this investigation's findings, the need for corrective action was not indicated. Although this investigation did not establish the need for corrective action, a previous investigation was conducted for a similar event and identified a voluntary recall for the ulnar bearing components was initiated in 2005. In addition, a business decision was made to no longer market the elbow. A voluntary market withdrawal was also initiated for the other product codes of the acclaim elbow assembly. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.